Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.